Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "error 1821 occurred" was not confirmed. However, lec 1821 was displayed during the self-check. The root cause of the event was an anomaly in the component (the motor revolution detection sensor) and was therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use, an error 1821 occurred. There was no patient harmed reported.